Event description:
Per information provided: (B)(6) 2009 - patient was diagnosed with large left incisional hernia thereby underwent open repair with the explant of bard flat mesh (device #1) and implant of bard flat mesh (device #2 & #3). Per operative notes, ¿hernia sac was excised. A marlex mesh (device #2 & #3) was placed and attached to the fascia using sutures. Protruding prolene sutures and marlex mesh (device #1) were excised.¿ (there was no implant operative notes provided for bard flat mesh (device #1)) (B)(6) 2009 - patient was diagnosed with left incisional hernia thereby underwent open repair with the implant of bard flat mesh (device #4). Per operative notes, ¿hernia sac was excised and small bowel was reduced back into the peritoneal cavity. A marlex mesh (device #4) was placed and attached to the fascia using staples.¿ (there were no visualization/mention of bard flat mesh (device #2 & device #3)) (B)(6) 2011 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of bard flat mesh (device #5 & device #6) and partial explant of bard flat mesh (device #2, device #3 & device #4). Per operative notes, ¿a large hernia defect was noted towards the right side of the mid lower abdomen. Once the lysis of adhesions and hernia sac were excised. A large marlex mesh (device #5) was placed and attached to the fascia using staples. Previously placed marlex mesh (device #2, device #3 & device #4) appeared to be pulled out from the side and the portions of the meshes were excised. Subsequently, another marlex mesh (device #6) was placed and attached to the fascia using staples.¿ (B)(6) 2013 - patient was diagnosed with large upper mid incisional hernia thereby underwent open repair with the implant of bard flat mesh (device #7) and removal of bard flat mesh (device #2, #3, #4, #5 #6). Per operative notes, ¿marlex mesh (device #2, #3, #4, #5 #6) were identified on the mid portion of the hernia sac. Extensive lysis of adhesions and marlex mesh (device #2, #3, #4, #5 #6) were removed. Then a marlex mesh (device #7) was placed and attached to the fascia using staples.¿ (B)(6) 2016 - patient was diagnosed with mid abdominal incisional hernia thereby underwent open repair with partial removal of bard flat mesh (device #7). Per operative notes, ¿adhesions in the abdominal cavity were taken down and large hernia defect was identified. Previously placed marlex mesh (device #7) which incorporated with fascia was transected. The marlex mesh (device #7) and fascia were tied together using sutures.¿ attorney alleged that the patient had adhesions, pain and hernia recurrence.

Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, post implant of bard flat mesh, patient was diagnosed with hernia recurrence thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard flat mesh (device #1). Additional supplemental emdr's were submitted to represent the bard flat mesh (device #2, device #4 & device #5) and additional emdr's were submitted to represent the bard flat mesh (device #3, device #6, device #7). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.